Manufacturer narrative:
Information identified in the manufacture's data base indicated the patient died approximately six days post explant of the system. Cause of death and circumstances surrounding the death have been requested and not received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The initial report of infection was received on (B)(4) 2011 and is normally submitted via an alternative summary reporting (asr) on (B)(4) 2011 for the device and lead 5076. The lead 6947 was reported via a timely individual MDR on (B)(4) 2011. Information was subsequently identified on (B)(4) 2011 that the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this device and 5076 no longer qualifies for asr and is therefore being submitted as a 30-day report in addition there will be a supplemental report for the 6947. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Infection was reported. The right ventricular lead had a two centimeter vegetation growing on it. The organism was (B)(6). The lead was removed and has not been replaced thus far. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.